Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. An e103 error code was present due to a converter failure. Additionally, the chassis was rusted, and dirt was stuck to the rear panel. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite xenon light source was presenting an e103 error code. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the converter failure could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received confirmed that the subject device was inspected prior to use. However, the event occurred following the completion of a diagnostic procedure. There were no delays or negative impacts to the patient reported.